Manufacturer narrative:
The following other hip devices were also listed in this report: 32mm std lfit v40 head, cat# 6260-9-132, lot# 23393401, 6.5 cancellous bone screw 16mm, cat# 2030-6516-1, lot# 80ymdd, 6.5 cancellous bone screw 40mm, cat# 2030-6540-1, lot# k9dmld. It cannot be determined which, if any of these devices may have caused or contributed to the patient's revision. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as the patient's clinical history, operative reports, and pathology and bacteriology reports are needed.

Event description:
Revision. Head and liner exchange. Notable puss like fluid present. 36mm e 10 degree liner and 36mm 0 biolox head with new trunion were reimplanted. Update: it was reported that the patient was revised for pain.

Event description:
Revision. Head and liner exchange. Noteable pus like fluid present. 36mm e 10 degree liner and 36mm 0 biolox head with new trunion were reimplanted.